Manufacturer narrative:
This information is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an orthopedic procedure on (B)(6) 2018, a cannulated stardrive screwdriver shaft was broken. There was no patient consequence or outcome reported. No other additional information was provided. This report is for a cannulated stardrive scrwdrvr shaft for 3.0mm hcs t8. This is report 1 of 1 for (B)(4).